Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The reported error e433 was confirmed and determined to be due to a defective generator board. The unit was repaired and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the biomedical equipment technician at the user facility reported that the high frequency electro-surgical generator has an e433 error during procedure. The intended procedure was completed with another like generator. No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the e433 error is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. This error e433 was most likely caused by a defective generator board. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.